Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they applied the device on the cystic duct in a laparoscopic cholecystectomy, the device fired, but the staple line was malformed and it was incomplete at the central part. This event caused the bile to leak through the staple line. They used clips to resolve the issue.